Event description:
It was reported that it was difficult to inflate the balloon of the catheter during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation of the sample noted no obvious defects. An attempt was made to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was not able to advance into the balloon. The balloon was then dissected. The inflation notch was not fully perforated. This is considered a failure per the standard which states that the notch punch should be complete. The active length of the catheter balloon was measured (0.7105") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter during pretest.